Event description:
It was reported that the machine is not booting. Further information was provided that it presented a "clinical mode not available to disabled equipment" message. There was reportedly no patient involvement.